Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the buttons of the insulin pump are hard to press and may have worn out. Customer's blood glucose level was unknown at the time of the incident. No further details was given. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed self test and displacement test. Unit was received with intermittent up arrow button response due to corroded keypad traces. No button error alarm noted during testing. Keypad connector was fully locked. Unit was received with cracked case at display window corner, cracked lcd window, minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.